Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v - 2.5 x 8 mm, 2.5 x 28 mm, 2.75 x 18 mm, 2.5 x 15 mm. The 2.5 x 15 mm xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported angina and restenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent xience v stenting in the third obtuse marginal artery with one 2.5 x 8 mm stent, in the distal left anterior descending artery (lad) with one 2.5 x 15 mm stent, in the mid lad with two overlapping stents, one 2.5 x 28 and one 2.75 x 18 (all of which were direct stented) and in the distal circumflex artery with one 2.75 x 28. On (B)(6) 2011, the patient experienced chest pain and on (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the lad and left circumflex artery. The patient's condition resolved on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.